Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited over-sensing in the form of crosstalk. R-wave amplitude variation was noted. Programming changes were made. The patient was stable.